Event description:
Tavr procedure ¿ during valve deployment, the tavr balloon ruptured. Visualized during fluoroscopy. Delivery system was immediately removed and balloon was inspected. Part of the balloon was missing. Delivery sheath was removed as well and inspected for that balloon fragment. It was not found. Multiple images were acquired throughout the body in attempt to locate fragment but was unsuccessful.